Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with false pause episodes due to under sensing. The pause episode did not look physiological and it was stated that the device may be losing contact with the pocket causing the false episode. The patient would continue to be monitored.